Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the j1, j1001, and j3 connectors were damaged. The cause of the inability to power on is the damaged connectors. The root cause of the damaged connectors is physical abuse. No adverse event resulted from the damaged connectors.

Event description:
A us distributor returned a monitor indicating that it would not power on.